Event description:
It was reported that the right ventricular (rv) lead had diminished r-wave sensing. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product in its entirety and/or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.